Event description:
Name of procedure: left hemicolorectomy event description: [name] hospital "before squeezing the handle, the clip came off, and the device failed to fire multiple times." Product is available for return. Additional information was received via email on 15dec2025 from an applied medical representative: "the experience occured when they were loading the clip. The clip came off before fully squeezing the handle. And when squeezing the handle, the clip was not re-loaded. It could not be confirmed how many clips were dispensed in total. 6 clips experienced the reported evnet. The issue was observed when the first clip and subsequent clips were loaded. The event unit was replaced with a new device. 12mm trocar was used. Some clips did not properly seat into the jaws while others did. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal. A clip was not loaded into the jaws." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.